Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was experienced high blood glucose. Customer was feeling very sick, head was pounding, customer's blood pressure was extremely high. Customer had symptoms such as vomiting. Walked her through correction bolus steps and bolus wizard did not recommend bolus. Customer kept saying how bad she felt. Strongly urged patient to go to emergency room. Customer agreed and was calling emergency medical service. The insulin pump will not be returned for analysis.